Manufacturer narrative:
A cardiac perforation was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer number: 2182269-2018-00048. During a premature ventricular contraction ablation procedure, a cardiac perforation occurred. After mapping the left ventricle, the ablation catheter and the agilis sheath were introduced into the left ventricle without the use of x-ray. While creating the geometry of the left ventricle, only the lateral part of the ventricle was able to be reached. An ultrasound was performed and revealed the ablation catheter and the sheath were in the pericardium, for which a pericardiocentesis and surgical intervention were performed to stabilize the patient. There were no performance issues with any abbott device.